Manufacturer narrative:
A supplemental MDR is being submitted for the completed engineering evaluation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for analysis. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A photo of the device provided was reviewed by engineering, and it showed that the crimped valve was exposed through the sheath torn liner, a liner strand is present near the valve, the sheath appears to be expanded as designed near the location of the crimped valve, and some wrinkling near the distal end of the strain relief was noted. The complaint for inability to advance the delivery system and crimped valve through the sheath, with subsequent sheath damage (liner punctured and sheath liner strand) was confirmed based on evaluation of the provided imagery. However, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. The minimum luminal diameter recommended for a 14fr esheath is 5.5mm. Per report, the external iliac was calcified with a minimum luminal diameter measurement of 4.4 mm x 6.6 mm." Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, scratches, tip damage) if compounded with vessel calcification and/or tortuosity. Available information suggests patient factors (calcification, undersized vessel) likely contributed to the inability to advance the delivery system into the sheath. These patient factors in combination with procedural factors (valve caught on liner) likely contributed to the damage to the sheath (liner punctured and sheath liner strand). Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the field specialist, during a transfemoral tavr procedure with a 26 mm sapien 3 ultra valve, the valve was unable to advance in the 14fr esheath due to a calcified 4.4 x 6.6 external iliac measurement. The iliac was dilated with the esheath 16fr dilator beforehand. The stent struts were bent on the valve and appear to have gone through the side wall of sheath. This was noticed inside the patient. The struts bent when the valve was pushing through the sheath and got caught on the calcified artery. The main damage to the sheath was done when pulling the valve back while inside the sheath to realign it for a different push position. It was decided to pull everything out as a unit and start over with a new 14fr esheath, 26mm commander delivery system, and a 26 mm sapien 3 ultra valve. The 2nd 14fr sheath was delivered, along with the 2nd valve. There was some trouble pushing, but the valve successfully passed the calcified area and was deployed as well. No access vessel complications were noted, and the procedure was completed successfully. A photo of the devices after use shows the first delivery system with the valve exiting the side of the sheath through the liner and what appears to be a liner strand.

Manufacturer narrative:
Investigation is ongoing. This is one of 2 manufacturer report submitted for this case. Please reference manufacturer report number: 2015691-2023-17375. H3 other text : not returned for evaluation.